Event description:
It was reported that the clinician reported being shocked repeatedly when using the programmer. The sales representative also complained of experiencing shocks when he tore the paper from the printer. The device would no longer be used and replaced.

Manufacturer narrative:
(B)(4).